Event description:
It was reported to microaire that during a hip replacement surgery. The drill/reamer did not stop upon release of the trigger mechanism resulting in the surgeon reaming through the pt's acetabulum. The surgeon used an acetabular reinforcement cup to remedy.